Manufacturer narrative:
As part of our investigation, the technical assistance center(tac) and the olympus account manager assisted the customer in troubleshooting the phenomenon. The account manager reported that a second scope was possibly causing the loss of image. The scope was being used with a third party image capture system. The serial digital interface(sdi ) was running independently out of the processor to both the main monitor in the computer. The image was lost on both. There was also no scope communication errors noted. It wasn¿t clear if the image issue was scope related or possibly output circuitry on the cv-190 processor or combination of both. The account reportedly performed troubleshooting with the facility¿s additional three cv-190s and a combination of scopes and would provide results at a later time. On (B)(6) 2020, the olympus account manager visited the customer¿s site to observe and proceed with troubleshooting to determine the cause of the image loss. The account manager reported that the image issue was not reproduced during the case observed. The account manager informed the customer that patient information also go off the screen when the loss of image occurs with the cv-190 and scopes. An ¿e402 df not connected¿ error message was displaying with the cv-190 system. The account manager noted that the clv-190 had a third party lamp at 500 hours and advised the customer to replace the lamp. The account manager believes that since the patient information also went off the screen during the loss of image issue, that the issue is with the cv-190 system. The unit was not returned to the service center for evaluation. A review of the instrument history showed no service/repair record since the date of purchase on (B)(6) 2016. The cause of the reported event cannot be determined at this time. If additional information is received or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the image was loss on the video system. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely there was a problem in the scope, and not the subject device.